Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a retrospective analysis of merlin.net transmissions, undersensing was observed on the device. The issue was resolve by reprogramming the device. Further information was requested but not available.